Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set broke at the top of the pumping segment where the soft portion of tubing meets the blue plastic was confirmed. The silicone tubing was observed to be ruptured and completely separated from the upper fitment. The o-ring and a portion of the silicone tubing were still present on the upper fitment. Crush marks were observed on the upper fitment. The cause of the tubing rupture and separation could not be identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#.

Event description:
Customer reported during an infusion, the nurse found that the set broke at the top of the pumping segment where the soft portion of tubing meets the blue plastic. There was no patient harm. No further patient/event information was available.